Event description:
During a premature ventricular contractions (pvc) procedure, a perforation occurred. While advancing the ablation catheter, the catheter appeared out of the surface. When contrast was injected at the coronary sinus, it revealed a perforation had occurred. A pericardiocentesis was performed and the patient remained stable throughout and the procedure was completed with no further complications. There were no performance issues with abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.